Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited low cylinder strength; therefore, a surgical procedure was performed to add additional saline to the cylinder. No components were removed during the procedure. There were no patient complications.